Event description:
It was reported that this pacemaker exhibited pacing inhibition greater than 2 seconds on the atrial tachy response (atr) episode. Which was caused by at the time of the atr the rythmiq algorithm was turned on and the device was exiting an atr so the non-tracking mode was not helping either. Reprogramming efforts were discussed and recommended. Currently this product remain in service and no additional adverse patient effects were reported.